Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14675. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation was initiated under complaint investigation child record (B)(4). A complaint was received for the inset product. However, the lot number was not provided, which limits traceability, and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Current controls review: according with an analysis in the inset area with a process mapping it was identified the next process controls to detect material in process with failures. A) 100% leak test and flow test in the inset final assembly process during the inset final assembly process a verification at 100% is carry on segregating and send to scrap the material that present leak and flow failures, this inspection at 100% is performed according with the document rev. 108 (work instructions for inset product assembly lines). The pfmeca's for the inset assembly lines 1, 2, 3, 4, 5, 6,7,8,9 and 10 are equals due to the machines are similar, for the analysis will be use the process failure mode, effects, and criticality analysis (pfmeca) [15] of the inset assembly line 6. These inspections are documented in the pfmeca 4906028 [15] of the machine inset assembly line 6, the major severity for "100% leak test and flow test" in the risk lines 5.1.1 to 5.1.5 and 5.5a.1 to 5.5a.5 is 5 (critical) and the occurrence is 1 (remote). Has a severity of 5 with a recurrence of 1, according to the risk management procedure [26] is highly unlikely that the harm will occur on those failures mode when the occurrence is 1. B) 100% visual inspection. During the inset packaging process a verification at 100% is performed in the finished product material before packaging to segregate and send to scrap the material that present the next visual failures: needle is not crooked or bent. Needle guard is present on the needle. C) sampling test verification. Before the finished product material is released some visual and functional test are performed as part of a sampling plan verification with an aql with a percent of acceptation of 0.65, according with the document rev.14 (normal sampling plan). The test results were documented in the next on lines: (B)(4) [125], and (B)(4) [80]. Inspections performed during the sampling test verification: needle is not crooked or bent. Needle guard is present on the needle. Cover is not damaged or burned printing on the cover must be legible and the printed. Cover in accordance with the work order. Tyvek is completely sealed and covers the entire ring area. Infusion set does not have double tyvek. Infusion set is free of contamination. Cannula is not lifted. Lid is not perforated by the laser. Protective sleeve must be undamaged, properly adjusted. Lid is completely assembled in the outer ring. The heat shrink tubing is correctly positioned and completely covers the tip of the needle. Burst test bacterial resistant paper must withstand a burst of at least 244 cm h20. Peel test and verify the tyvek has no damage, and it is properly sealed in the ring. Verify that the spring does not protrude from the surface of the ring. Flow test. Leak test. The catheter must be undamaged. Correct distance between the catheter and the needle is measured. Needle must be undamaged. Base window inset ii is not damaged. Both membranes (vertical and horizontal) are properly sealed. Verification of the "click" of the connector to the base. Verify the grips handle must be properly bent and blunt. The spring should be pulled with two fingers (loaded) and then released. The tube and the luer / pcc / t-cap / s-cap/ bbg/bbi must not have marks or damages that could cause leakage and or flow failures. Static "click" stress test from connector to base. Static tension test of the adhesive tape welding the parts must withstand a weight of 1.5 kg for a time of 15 seconds. Tube to luer static tension test, pcc / sc1, t-cap, s-cap/ bbg/bbi: acceptance limit: 1.5 kg for 15 seconds. Tube to connector static tension test: acceptance limit 1.5 kg for 15 sec. For further information please see memo attachment - quality controls in the assembly process of inset products of the dhf 13 & dhf 14. Conclusion: as a result of the following: although the lot number and physical samples were not provided, the investigation confirms that robust process controls are in place for the inset product. These controls include 100% leak and flow testing during the final assembly stage to detect and eliminate any components with functional failures, as documented in the work instructions and pfmeca analysis. Additionally, a 100% visual inspection is performed during packaging to identify and remove products with visible defects, such as bent needles or missing needle guards. Furthermore, a sampling test verification is conducted before product release, applying an aql acceptance level of 0.65 to confirm compliance with visual and functional requirements, including sealing integrity, labeling, and mechanical performance.

Manufacturer narrative:
Supplemental report 02 - MDR (B)(4)- MDR 3003442380-2025-14675. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-14675) was submitted on 07-oct-2025. However, based on the investigation done on 18-jan-2026 and clinical review done on 05- feb- 2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infection at infusion set insertion site on (B)(6) 2025. Patient discussed the infection with the health care professional (hcp) and received the medication for the infection. Infusion set was in use for two days. Blood glucose level at the time of event was high and patient took correction injection via multiple daily injections (mdi). Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.